Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ablation procedure for liver cancer, the patient experienced a gastrointestinal perforation and pneumothorax. No further information has been provided.

Manufacturer narrative:
(B)(4). Date of initial report: 04/26/2016. Date of follow-up report: 06/02/2016. The incident sample was not returned to covidien for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Additional information obtained from the site: the rfa surgery was performed for hepatic and adrenal tumor. The patient had ventricular fibrillation due to high blood pressure. Cardiac massage was given and the patient recovered. The patient has been released. The surgeon thought of administering regitin to the patient and talked to an endocrinologist but his opinion was that is wasn't necessary because it was not a pheochromocytoma. Regitin was not used and the patient's blood pressure went up to 230 as a result. As a countermeasure, this kind of medication issue will be consulted to an anesthetist in the future. The case was judged to be caused by non-administration of medication and not by the rfa surgery.